Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The device was not returned.

Event description:
It was reported that the survey respondent stated no and they did not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its medical application because the instructions for use (IFU) had unclear information and inadequate or insufficient training in relation to alcock model, lubricath®, 3-way, 30cc balloon, no french size specified.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent stated no and they did not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its medical application because the instructions for use (IFU) had unclear information and inadequate or insufficient training in relation to alcock model, lubricath®, 3-way, 30cc balloon, no french size specified.